Event description:
Emt's responded to a pt, described as terminally ill, who sustained a cardiac arrest while ehroute to hosp. According to the reporter, the pt's ECG was described as in ventricular fibrillation and subsequently pressed the device's "analyze: button. The reporter stated the device failed to charge and did so again after the battery was replaced with a backup battery. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability.